Event description:
Lower blood pressure, dizzy, pain across neck and shoulder's cold sweat, difficult breathing, 2 hrs later bp 95/40. About 12 hrs after taking 1 tamsulosin 0.4 mg got dizzy set down, back of neck and shoulders started hurting trouble breathing, cold sweats, laid down about 1 hr felt better but weak and hard breathing. About 2 hrs later, was at home check blood pressure 95/40 then, 1 hr later, bp normal. Signia hearing "acid" was sold to me because of lost hearing. Went back to audiology (B)(6), aud, to have it adjusted about 6 times, then 1 hearing aid all at one stop working, cleaned and recharge after all night charging, cleaned, change filter like instructed, didn't help. (B)(6) sent by, to factory, 2 weeks later, got new one, 3 weeks later other aid stop working, they sent off. Then month later some thing. One goes dead then 2 - 3 weeks later other one goes dead. Then they hung up phone conversation, when talking to them. Went to (B)(6), when it did it again and again after getting one (1) back. Two weeks later then other one went dead. After taking dead one out one time for 2 hours, started working. Next time took dead one out, 15 mins later, start working. Left out in charger for 3 days, did not work. Took back to store in (B)(6) and they charged me $(B)(6) to mail back to company that made them. This has been going on for almost a year. The ones that replaced them went dead within 2 months. Should be in 3 year warranty but still charge me.